Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted the caller in adjusting the fill tubing to eliminate air from the cartridge, educated the caller on ensuring gaps and air bubbles are removed during the filling process, and clarified that a variation of plus or minus 15 units in the fill estimate is considered accurate. The caller understood and acknowledged the information.